Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving only positive results when testing with the cue covid-19 test for home and over the counter (otc) use on three individuals in the same household (exact frequency and date range not provided). This report is to document the one of the potentially eleven false positive results reported. See related cases for alternate false positive results. On (B)(6) 2022, customer reported receiving a potential false positive result when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot number 25797c, reader sn not provided). No further information provided regarding alternate testing for this event.